Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed "realign patient" error message was not observed during functional testing and archive data review. No device malfunction. Unrelated to the reported complaint, a cracked front enclosure was observed during visual inspection. The probable cause for the physical damage was due to the damage sustained by user mishandling. During functional testing, no issues were observed. The reported complaint could not be replicated. During archive data review, no indication of "realign patient" error message. However, the archive showed user advisory (ua) 17 (max motor on time exceeded) error message. As a precautionary measure, the brake gap was adjusted and cleaned to remedy ua 17. This observed user advisory is not related to the reported complaint. After replacing the front enclosure and adjusting and cleaning the brake gap to address ua 17, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed "re-align patient" error message. No further information received. No known impact or consequence to patient was provided.